Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited ventricular oversensing. Bradycardia was observed via holter monitor. 3-4 episodes of rate drop with pacing between 35-45 beats per minute were recorded. The episodes lasted 2-5 seconds. The patient would be monitored.